Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. No adverse consequence was associated with the event. The procedure was completed successfully with another device without any procedure delays.

Manufacturer narrative:
During quality investigation testing, overheating was duplicated. Further investigation revealed a broken balanced rotor. The device was repaired, cleaned, lubed, adjusted, and returned to the customer.